Event description:
A us distributor reported that a patient's electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ECG electrodes non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a damaged trace and q1 on ECG "d" pca. The root cause for the damaged q1 could not be positively identified. No adverse event resulted from the damaged belt.